Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was told to call back to conduct the high pressure test. The customer called back but she did not have the tubing clamp for the test. The customer's blood glucose at the time of the call was 239 mg/dl, and she was feeling hot and thirsty. The customer treated with the pump and her blood glucose came down but then went right back into the 300 to 400 range. A tubing clamp was shipped to the customer, and she was advised to call back. The customer called back to continue testing. Conducted the high pressure test and the pump passed. The customer was advised to change the entire infusion set and was advised on different areas of the body to use. The customer stated she would also be contacting her doctor for her concerns.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 499 mg/dl. The customer was treated for high blood glucose with pump to bolus 50 units. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.